Event description:
It was reported that the ins is getting very hot in the back and heats up. Patient stated she noticed too she was having severe pain going down the leg when she was recharging but that only happened one time. Patient services specialist (ps) asked patient to connect with the controller and patient said the ins is dead and the controller is 100% charged. Patient stated that she uses high setting. Patient mentioned they saw health care professional (hcp) two weeks ago and told them what was happening and she thought the hcp office was going to contact the rep. Ps asked patient if the recharger antenna (rtm) gets hot and patient said she was not sure. The patient is reported that the recharger (rtm) was getting very hot when recharging ins.  Ps asked patient to inspect the rtm for damage and patient said there is no visible damage to the rtm. Ps reviewed once patient get a new rtm to monitor the issue and consult with hcp office if the ins gets hot. The issue was not resolved. An email was sent to the repair department to replace the rtm device

Manufacturer narrative:
Concomitant medical products: product ID: 97755 lot# serial#: (B)(4); implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt confirmed their weight. They also confirmed that the circumstances that lead to the issue just happened, the pt noticed it while charging the battery on their back. The replacement rtm that was sent resolved the heating issue.

Event description:
It was reported that the ins is getting very hot in the back and heats up. Patient stated she noticed too she was having severe pain going down the leg when she was recharging but that only happened one time. Patient services specialist (ps) asked patient to connect with the controller and patient said the ins is dead and the controller is 100% charged. Patient stated that she uses high setting. Patient mentioned they saw health care professional (hcp) two weeks ago and told them what was happening and she thought the hcp office was going to contact the rep. Ps asked patient if the recharger antenna (rtm) gets hot and patient said she was not sure. The patient is reported that the recharger (rtm) was getting very hot when recharging ins.  Ps asked patient to inspect the rtm for damage and patient said there is no visible damage to the rtm. Ps reviewed once patient get a new rtm to monitor the issue and consult with hcp office if the ins gets hot. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Additional information was received from the pt. Pt confirmed their weight. They also confirmed that the circumstances that lead to the issue just happened, the pt noticed it while charging the battery on their back. The replacement rtm that was sent resolved the heating issue.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6) product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.